Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit was received with cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
It was reported that the insulin pump was exposed to a MRI. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.